Event description:
Rec'd sample pkg of ice hot heat therapy patches. Applied - 1 fell off in few hrs, forgot the other patch - when removed, it had left 2nd degree burns size of patch. Have been to wound care specialist and visiting nurses daily- not totally healed as of 2008. Dose or amount: 1 patch. Frequency: one time. Date of use 2008. Diagnosis or reason for use: arthritis. Event abated after use stopped: no.